Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the patient informed the sales rep that he experiences a sharp, shooting pain at his ipg site while recharging. The patient stated that the behavior has occurred since implant, but only when charging. The patient was sent a replacement charger. The new charger did not resolve the issue. The doctor instructed the patient to turn the system off for 6 weeks. The doctor believes that the patient's pain killers have increased the patient's sensitivity to pain. The system was explanted on (B)(6) 2010. The doctor suspects the patient may have stenosis in the area of implantation and that it is a possible cause for the patient's neurological symptoms.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.